Manufacturer narrative:
No bends or kinks were observed on the soft cannula. A tear was found on the exposed portion of the soft cannula, fluid was observed exiting the tear. The cause and timing of the damage could not be conclusively determined. No other damages or defects were found along the fluid path. The downloaded data did not show any signs of struggle or pulse width increase.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 253 mg/dl) while wearing the pod between 36 and 48 hours. The patient noticed the pod leaking, and when removed from the infusion site (hip/ buttocks), the pod's cannula was found bent. As treatment, a new pod was placed.